Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the left common femoral artery was attempted using two perclose proglide devices. Reportedly, during deployment of the first proglide device a needle-to-cuff miss occurred. The device was removed and a second proglide device was attempted, but another needle-to-cuff miss occurred. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device is being filed under a separate medwatch manufacturer report number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: subsequent to the initial medwatch report, the customer has retained the device. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.